Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The root cause for the damaged housing was physical abuse. Device evaluation of electrode belt has been completed. The trunk cable was damaged. The root cause for damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged battery and belt.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There were no adverse events associated with the monitor malfunction. Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The root cause for the damaged housing was physical abuse. Device evaluation of electrode belt has been completed. The trunk cable was damaged. The root cause for damaged trunk cable was physical abuse. There was no adverse event that resulted from the damaged battery and belt.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient's electrode belt could not run detect and treat testing.